Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial basement membrane dystrophy (ebmd) in both eyes with the right eye greater than the left. Flap lift and rinse was performed. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision but felt that it was improving. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -1.00 x -1.75 x 104, left eye pre-op 20/20 -.75 x -1.75 x 89. Bcva from(B)(6) 2018: right eye post-op 20/20, left eye post-op 20/40. Bcva from (B)(6) 2018 right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/30 .00 x -.75 x 45.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.